Manufacturer narrative:
Ventec provided the reporter with technical and clinical assistance. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device rebooted unexpectedly while a patient was performing cough therapy. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number. As a result,(model number, catalog number, serial number and UDI number) are "unknown", and device manufacturing date) shall be left blank.